Event description:
It was reported that the hcp attempted to perform a catheter dye study, but was unable to aspirate. The pt underwent a catheter revision on (B)(6) 2010. A new spinal segment was implanted and attached to the existing catheter. The hcp was then able to aspirate the catheter. New drug was placed in the pump and the appropriate boluses were performed reducing the amount of medication the pt was receiving. The pt was "doing well and therapy was resumed." Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).